Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that prior to implant this pacemaker exhibited a code 1003 indicative of voltage too low for projected remaining capacity. Boston scientific technical services (ts) discussed not implanting the device and sending data for analysis. Data was not received for analysis and this device was used at implant. No adverse patient effects were reported.